Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2500 ohms and a high threshold measurement of 3.2 volts while programmed to the ring to can setting. A review of the device data indicates that the lv impedance has been gradually increasing over the past year until it reached 2500 ohms approximately one month ago. In response, the lv vector was reprogrammed to the tip to can setting. After changing to this setting, the lv impedance measurement was approximately 600 ohms and the threshold measurement was 2.1 volts, which are within appropriate specification ranges. The lead remains in-service. No patient symptoms or adverse patient effects were reported.